Event description:
Oopherectomy - "surgeon attempted to remove the right ovary through the hole, the covidien 11mm port left. She had difficulty getting the specimen out and used army navy retractors while the bag was in the abdomen. She pulled the bag out it tore."

Manufacturer narrative:
The incident device anticipated to return, follow up will be provided within 30 days or upon completion of investigation.